Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's wife that paramedics had been called to treat customer for low blood glucose levels. Customer's wife stated he had been treated with food and blood glucose level was 20 mg/dl while being treated by paramedics. Customer was advised to disconnect from the device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and was unable to describe its position. Next, the reservoir was removed from the insulin pump and customer was asked to check the status screen for insulin levels. Screen displayed correct information. Customer's wife stated he had a few glasses of wine with dinner which always lowers his blood glucose level. Customer's blood glucose level at time of reporting was 155 mg/dl. Nothing further reported.